Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the sheath, graftbolt returned had broken. Functional testing was not performed due to the damage to the device. Per dfu-0173-eo rev 0 g precautions, 5. Do not apply excessive impaction forces to the graftbolt upon insertion into the tibia, as this may cause damage to the implant. If there is difficulty upon insertion, remove the device and redilate the tunnel. 6. Do not apply excessive torsional forces to the screw upon insertion into the sheath. Caution: failure to fully seat the screwdriver in the screw socket or malalignment between the screwdriver and screw socket may result in damage to the screwdriver or the implant. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4th september 2024, it was reported by an arthrex employee via email that for an ar-5100-08, graftbolt®, tibial, 8 mm, the sheath broke during insertion. This was detected during use in an anterior cruciate ligament reconstruction surgery on (B)(6) 2024. The case was completed successfully using another new ar-5100-08 graftbolt. All fragments were retrieved from patient. There was no patient harm and no secondary procedure needed. Ar-5108 was used to prepare the bone socket.